Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the broach stuck in the femur while broaching for the femoral stem. The broach was removed by sawing the patient's femur.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.